Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Just received a call from hospital scheduler about a patient that will require a star ankle revision.

Manufacturer narrative:
Evaluation revealed an unknown sliding core and talar component to be the subject products. No further associated products were reported. A physical examination could not be carried out as the devices were not received for evaluation (hospital policy). A review of the device history records could not be carried out as the lot codes were unknown and not available. Thus, a reasonable examination and investigation was not possible. In the case presented a patient had been treated with star on (B)(6) 2016 due to unknown reasons. The patient was revised on (B)(6) 2017 due to talar cysts. The provided x-rays were forwarded to a health care professional for review. Due to the poor quality and cut a real medical statement was not possible. Cysts could not be detected on the provided x-rays. Further information such as further x-rays, medical records, surgery reports, office notes, initial and revision implant sheets were requested, but not available. With the current given information a more precise evaluation/ investigation was not possible. A root cause could not be determined. A deficiency of the items could not be verified with the information given. The file will be closed formally. If further information and/ or the devices should become available, investigation will be reopened and updated.

Event description:
Just received a call from hospital scheduler about a patient that will require a star ankle revision.